Event description:
The information received from the field states that during a stenting procedure of the internal carotid artery in 2005, the day after the procedure was performed, the patient-underwent a cat scan, and it was discovered that the tip of the delivery catheter or nose cone had become dislodged in the internal carotid artery. The object was retrieved successfully on november 3, 2005. There is no additional patient or procedural information available at this time. Please note that multiple attempts to acquire information have been made and have been unsuccessful.